Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the drawings, device history record, instructions for use (IFU), manufacturing instructions, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: particular care should be taken in handling the balloons to prevent damage. They will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to the balloon inflation pressure parameters indicated in the compliance cart insert. Refer to the label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. The user facility reported ¿heavy calcified occlusion of the lower superficial femoral artery¿. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst and/or tear. The user facility identified ¿heavy calcified occlusion of the lower superficial femoral artery¿. Complaint description also noted ¿to 14-15 atm (atmospheric pressure)¿. Per pta4-18-135-5-4 advance 18 low profile (lp) balloon catheter, lot 4544813 labeling the atmospheric pressure should be less than or equal to fourteen (14) atm. Based on the information provided, no product returned and the results of our investigation, a conclusion can be made that the ¿calcified and occluded¿ artery in conjunction with the possible over inflation of the balloon and the manner in which the balloon catheter ruptured may have been the basis for the stated failure of the subject device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During the procedure, a portion of the balloon came loose from the shaft and got stuck in the sfa (superficial femoral artery). The separated portion could not be removed. The physician purposely migrated the separated part into the profunda artery, where it occluded the vessel. No adverse effects have been reported due to this occurrence.

Manufacturer narrative:
(B)(4). (B)(6). The event is currently under investigation.

Event description:
During the procedure, a portion of the balloon came loose from the shaft and got stuck in the sfa (superficial femoral artery). The separated part could not be removed. The physician purposely migrated the separated part into the profunda artery, where it occluded the vessel. No adverse effects have been reported due to this occurrence.